Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had over delivery alarm. The customer¿s blood glucose level was 97 mg/dl at time of incident and other blood glucose was 105 mg/dl. The customer alleges pump was over delivering and ate lunch and tested blood glucose then it was running low as usual. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Pump passed the delivery accuracy test at 0.08744 inches. (B)(4).